Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was not determined since the product was not returned and insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient was on impella cp support and they had a hematoma at the access site when the repositioning sheath was advanced. The repositioning sheath and the impella were removed to stop the bleeding around the sheath. The impella cp was removed and three percloses were used to get hemostasis followed by 30 minutes of manual pressures, and then a femstop was placed.